Event description:
An aneurx bifurcated stent graft delivery system was inserted into a patient for endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. Vessel morphology at the time of secondary intervention was reported to be severely tortuous and the aortic neck was severely angulated. It was reported that CT demonstrated that the stent graft had migrated due to disease progression resulting in aortic neck dilation. (MFR # 2953200-2007-00405). There was a separation of the bifurcated stent graft and the aortic cuff. The physician elected to place aortic cuff to bridge the gap. It was reported that the physician attempted to implant a bifurcated stent graft within the originally placed bifurcated limo graft and upon insertion delivery system kinked due to the severe tortuosity of vessel. The device was removed from the patient without incident. (MFR # 2953200-2007-00404). The physician then elected to place a 16 mm diameter x 8.5 am iliac stent graft, however, while the device was being advanced the vessel was dissected due to the severe tortuosity of the patient's vessel. The 16 mm diameter x 8.5 cm iliac limb stent graft was implanted. The physician elected to place another iliac limb to cover the dissection. The delivery systems were discarded by the user facility. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: patient's condition affected effectiveness of device (severely tortuous and severely angulated aortic neck). Inherent risk of procedure (arterial trauma/dissection/perforation). Conclusion: device failure/lack of effectiveness related to patient condition (severely tortuous and severely angulated aortic neck). Other: secondary intervention required.